Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during a primary bipolar total shoulder, surgeon broke 2 of the same instruments. Modular neck trial adapter both were sheared off. Surgeon opened the real component and trialed off of that.

Manufacturer narrative:
Device evaluation could not be performed as the device was not returned for evaluation. Device history review neither complaint history review could not be performed as a lot was not provided. No further investigation for this event is possible at this time as no devices or insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
It was reported that during a primary bipolar total shoulder, surgeon broke 2 of the same instruments. Modular neck trial adapter both were sheared off. Surgeon opened the real component and trialed off of that.